Manufacturer narrative:
During visual inspection of the pump, it was observed that the cartridge compartment was cracked at the threads to the right of the bumper with a piece of the case missing. Unrelated to the initial complaint, it was observed that the battery compartment was cracked at the threads to the left of the bumper and was cracked at the case seal below the bumper. Also unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the audio bolus button was responsive during investigation. The cartridge cap was not returned with the pump and a test cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing: cartridge compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.